Event description:
The customer alleged they received questionable insulin results for one patient on their e-module. The patient's initial insulin result was 55.56 uui/ml tested on this e- module and it was reported to the physician. The same sample was then tested on another e-module, serial number not provided, and the result was 59.55 uui/ml which was reported outside the laboratory. The sample was then tested on beckman and siemens analyzers in two different laboratories. The results were 17.48 uui/ml and 19 uui/ml. It was not provided which result came from which analyzer. These results were reported outside the laboratory. The patient received an echography and other laboratory tests because of this event, but the patient was not adversely affected by this event. The insulin reagent lot number was 169839. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined due to the lack of information provided by the customer. Additional details were requested but not provided. Patient samples were not available for investigation.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).